Manufacturer narrative:
Product analysis #242014232: brief description: during a procedure, the system was being used with the generator set to cut 6, coag 6. The surgeon noted that while using the plasmablade to incise the capsule, the patient suddenly went into very rapid vt/v flutter, requiring cardioversion. The surgeon was unsure if the onset was during the cutting, but when the blade was used again on the capsule, the same thing happened again requiring cardioversion. The surgeon stopped using the plasblablade and there were no recurrences. It was further clarified that the plasmablade was being used towards and on the cardiac implant device to dissect tissue around the generator in an effort to free it for replacement. The patient was a male and is reportedly alive with no injury. Analysis summary: complaint not confirmed. Generator passed all functional tests performed and the associated patient injury could not be duplicated within the service environment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange procedure, the surgeon reported while using the plasmablade device to dissect the tissue around the implant, the patient went into rapid ventricular tachycardia and ventricular fibrillation, requiring cardioversion. The surgeon was unsure if the onset was during the cutting, but when the blade was used again on the capsule, the arrhythmia reoccurred requiring a second cardioversion. The patient is reported to be alive with no injury.

Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange procedure, the surgeon reported while using the plasmablade device to dissect the tissue around the implant, the patient went into rapid ventricular tachycardia and ventricular fibrillation, requiring cardioversion. The surgeon was unsure if the onset was during the cutting, but when the blade was used again on the capsule, the arrhythmia reoccurred requiring a second cardioversion. The patient is reported to be alive with no injury.